Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported that the insulin pump froze and numbers were scrolling on the display. The customer's mother also reported that the insulin pump had multiple no delivery alarms. During troubleshooting, review of the device's alarm history showed multiple error alarms. Customer's mother did not recall any significant events leading up to these issues. Blood glucose level at the time of the incident was not provided. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the prime test, excessive no delivery alarm test and the displacement test. No unexpected excessive no delivery alarm was noted. The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, and a cracked reservoir tube lip. The insulin pump alarmed for a reset error due to a broken solder joint on the interface circuit board. No display anomaly was noted.